Event description:
Procedure performed: adhesiolysis. We've had some scissors that would not cut correctly. Additional information received from applied medical representative via email on 12-mar-2021: the scissors wouldn't cut the first time the surgeon wanted to use them during an adhesiolysis. Additional information received via email on 20apr2021 from [name] we [applied medical qc team[ received (B)(4) but no unit was received all that was inside the orange bag was a pouch with lot number 1399251 for model cb030. The actual event unit was not returned. Additional information received via email on 03may2021 from [name]: the event device has been disposed of by the facility and will not be returning for investigation. The only return for this complaint is the pouch that has already been received by the applied medical qc team. Complaint will be documented as npr since the event product will not be returned for investigation. The dc activity will document the returned pouch from the facility. Intervention: unknown. Patient status: ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: adhesiolysis. Translation ame: we've had some scissors that would not cut correctly. Intervention: unknown. Patient status: ok.